Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the electromagnetic localization system and the emitter were not working. The leds on the system were always off and on the monitor a red message appear "emitter disconnected". There was no patient involvement.

Manufacturer narrative:
A medtronic representative went to the site to service the system. Axiem and controller were replaced. The system was then functioning as intended. The axiem and controller were returned for analysis. The axiem em interface was tested and faults immediately when plugged into our lat station. It was also unable to connect to the em test and the lemo was slightly out of round but did connect to the controller. The controller was found to be defective. All connected components displayed red status on lat station and would not communicate. Circuit board flashed zeros and twos that appear to be error code 002. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 735825, 9735824 this regulatory report is being submitted due to retrospective review through CAPA 626390. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.